Event description:
The data from the company representative's programming system was received. The programming data captured a system diagnostic test and interrogations from the day of the explant surgery. The data confirmed that a system diagnostic test was performed at the beginning of the explant surgery. Subsequently the device was interrogated three times however additional system tests were not performed. Therefore it appears that the report that the generator was tested immediately after the explant procedure is confirmed invalid.

Event description:
It was reported that x-rays of the patient's vns were taken. An analysis, by the radiologist, of the x-rays taken was provided. The analysis found that no anomalies were noted. No surgical interventions have been taken to date.

Event description:
The physician reported that the device was interrogated and found high impedance with a value of >10,000 ohms. X-rays were then ordered and copies were sent to cts for review. During review it was found that the lead connector could not be fully assessed due to the angle of the generator. However based on the view of the first connector block it appears that the pin may not be fully inserted as the back end of the lead pin does not appear to be flush with the first connector block.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent generator replacement surgery. The generator and lead showed high impedance again when removed from the pocket and therefore a new generator was placed which resolved the high impedance. The explanted generator was tested with a test resistor which showed high impedance. The explanted generator has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The explanted generator was received for analysis. Analysis of the generator was completed on 05/09/2016. Analysis of the generator identified that the high impedance corrected on the explant date. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specification. There were no performance or any other type of adverse conditions found with the pulse generator. The high impedance appears to have been a result of a generator/lead connection issue.

Event description:
It was reported by the physician that the patient's device showed high impedance at the follow up appointment. It was noted that during surgery, the impedance value was noted to be within the acceptable range. Attempts for additional relevant information have been unsuccessful to date.